Event description:
During cerebral aneurysm coiling, the coil was not able to be fully inserted into the aneurysm from the catheter, and when moving, the end got trapped within the aneurysm and able to snare and remove the coil.